Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated multiple "replace battery" alarms. The rewind step and the 24 hour exercise were not able to be completed on the pump due to a call service 078-0008 alarm. The pump cover was removed and an open trace was found in the printed circuit board.

Event description:
The reporter claimed that the subject pump felt warm. During troubleshooting, the animas representative noted there are no signs of corrosion on battery compartment or on battery. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.